Event description:
It was reported that the user experienced episodes of hyperglycemia, including a documented blood glucose of 311 mg/dl and another occurrence above 300 mg/dl, as well as one episode of hypoglycemia confirmed at 54 mg/dl; supplies were changed during troubleshooting and no issues such as kinks, leaks, or bent cannula were observed. Symptoms included asymptomatic hyperglycemia and symptomatic hypoglycemia requiring carbohydrate treatment. Outcomes included transient glycemic excursions that resolved with monitoring, carbohydrate administration for the low, and a supply change for the high, with no ketones, no professional medical intervention, and no hospitalization. Investigation included user education, confirmation of high readings by fingerstick, visual inspection for infusion set or tubing issues, and follow-up to assess resolution. Investigation of this case revealed no device alarms, no observed hardware anomalies with the infusion set upon removal, and resolution of hyperglycemia after supply change, leaving the cause of the excursions unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.